Event description:
Heartware left ventricular assist device (lvad) presents with double vision in the setting of recent diagnosis e coli bacteremia; subdural hematoma in the left tentorial was confirmed. Heparin infusion (partial thromboplastin time 50) and aspirin 325 stopped. No surgical or procedural intervention was required. Patient experienced lingering visual issues which eventually resolved. Heparin infusion was safely resumed 48 hours after event. Aspirin was resumed. Angiography was negative for arteriovenous malformation or mycotics.